Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial and right ventricular lead exhibited decreased sensing amplitude and high pacing threshold. The atrial lead was repositioned on (B)(6) 2018. The right ventricular was explanted and replaced on the same day. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.